Event description:
The customer reported that vasoseal kit size #1 was deployed. Two plugs were deployed. The pt was seen on 12/14/1998 after calling that there was redness and swelling at the site with serous drainage. The site was warm to the touch. Pt was afebrile, normal white blood cells, negative blood cultures. No drainage was seen in cath lab. Ultrasound ruled out pseudo-aneurysm. Pt admitted for intravenous antibiotics (ancef) therapy and discharged on 12/16/1998.